Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient had an ivc filter placed secondary to acute right lower extremity dvt and recurrent pulmonary embolisms while on coumadin with a history of proteins deficiency. Details of the deployment procedure are unknown due to missing medical records. Four days post ivc deployment, the patient presented to the emergency room with complaints of right flank pain and right leg pain. A CT scan of the abdomen showed the inferior vena cava filter tip at the level of the renal veins with mild tilt and the tip pointing at the origin of the right renal vein, no evidence of inferior vena cava clot, and normal appearance of the kidneys bilaterally. Interventional radiology was consulted and felt the filter was stationary in place and no intervention was needed. A CT scan approximately four weeks post ivc deployment, indicated the ivc filter apex above the renal veins. Approximately sixteen months post ivc deployment, the patient experienced shortness of breath and chest pain. Patients pt 15.2, inr 1.1, patient poorly compliant with medications. Patient diagnosed with new pulmonary embolus on the right side, possible new pe on left side. Approximately eighteen months post initial ivc filter deployment, a second ivc filter was placed without complication in the suprarenal location due to recurrent pulmonary embolus. A previous stent was noted in the right iliac venous system and had complete occlusion that could not be traversed. It was felt this was likely the source of the patient¿s current pulmonary emboli. The initially placed ivc filter was present below the level of the renal veins had filter asymmetry and tilt which was felt likely the cause of inadequate filtration. Approximately two months later, the patient presented to hospital with complaints of chest pain and shortness of breath. Patient underwent surgery via the median sternotomy. A right atrium mass seen that did not extend into the ivc. Right atrial mass was easily resected with total cardiopulmonary bypass. Approximately two months later, the patient presented to ed with complaints of chest pain, shortness of breath, and dizziness. Patient had a history of two ivc filters in place. Inr was 2.9. Final diagnosis was pulmonary embolism. Approximately two years post initial ivc deployment, the patient was hospitalized for a deep vein thrombosis and thrombus in the right basilic and right axillary veins. Eight days later, patient presented to ed with chest pain. CT of chest was negative for pe. Inr 1.8. Approximately two months later, a CT of the chest, abdomen and pelvis performed; two caval filters noted, one located in the suprarenal ivc, and one extending into the hepatic segment of the ivc. The position of the filters appear unchanged compared to prior examinations. A right external iliac venous stent also noted. Approximately seven years post initial vena cava filter placement, a CT of abdomen and pelvis identified two ivc filters; one is suprarenal, the second infrarenal with the tip extended to the confluence of the ivc and renal veins, the filter limbs extend inferiorly. Approximately one month later, the patient was hospitalized again for deep venous thromboembolism, discharged on coumadin. Approximately two months later, the patient was admitted to hospital for chest pain, five days later discharged with a diagnosis of recurrent pulmonary embolism and deep venous thrombosis. Eight years post ivc deployment, a CT angiogram showed four legs of the secondary filter had penetrated beyond the caval wall. There was significant tilt of the infrarenal filter with leg penetration to the aortic wall. One month later, an ivc venogram showed complete thrombotic occlusion of the infrarenal inferior vena cava, right common and external iliac veins with organized occlusive thrombus in the external iliac vein within the previously placed stent. The initially placed filter was embedded in the infrarenal ivc thrombus. The secondary suprarenal retrievable filter was within the widely patent suprarenal ivc. Two months later, the patient was hospitalized and scheduled for open heart surgery for surgical removal of a right atrial thrombus. The thrombus occupied a third of the right atrium near the ivc juncture of the tricuspid valve. Attempted removal of saphenous vein for bypass grafting, no usable vein noted. Lysis of adhesions completed. Approximately four months later, an ICU consultation was conducted; the patient is on chronic anticoagulation with issues of noncompliance. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately sixteen months post deployment, the patient experienced shortness of breath and chest pain and was diagnosed with pe. Approximately eighteen months post deployment, the filter was found tilted. Eight years post ivc deployment, a CT angiogram showed significant tilt of the infrarenal filter with leg penetration to the aortic wall. One month later, an ivc venogram showed complete thrombotic occlusion of the infrarenal ivc, with the filter embedded in the infrarenal ivc thrombus. Therefore, the investigation can be confirmed for filter tilt, occlusion, and perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment; however, its relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded, tilted and embedded in the wall of the ivc. The patient experienced pain, right heart thrombus which required open heart surgery. In addition, patient allegedly experienced a pulmonary embolism post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.